Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that the display device read failed transmitter error on (B)(6) 2017. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed. Global transmitter functional testing was performed and the transmitter passed with no deficiency. Share data log was reviewed and did not find data related to the customer complaint. The customer complaint was not confirmed because there was no indication of a transmitter failed error. The root cause could not be determined post investigation.